Event description:
(B)(4) - it was reported by the consumer that the pronto m94 power wheelchair was not displaying all the green bars for the battery charger indicator. Additionally, he alleged that the charger would log off indicating that the battery was fully charged, and when the unit was being in used, the green bars will deplete very fast. There was no patient injury reported.